Event description:
It was reported that the patient experienced an infection at the location of an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus tandum cuff was implanted. Further information was "requeseted" and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: additional information was received indicating that the physician alleges the infection was from the coloplast inflatable penile prosthesis and the aus was only explanted for precautions. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:31 pm CT. The report number is being corrected from: 2183959-2018-61594 to: 2183959-2018-60953.

Event description:
It was reported that the patient experienced an infection at the location of an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus tandum cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted. Additional information was receive indicating that the physician alleges the infection was from the coloplast inflatable penile prosthesis and the aus was only explanted for precautions.